Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times after completing the load process. There was no impact to the customer's blood glucose level. Due to the event occurring in the past, troubleshooting with tandem technical support was unable to be completed. Customer reported loading a new cartridge to resolve the issue.